Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda per the physician was related to patient conditions and due to a very short septal leaflet. Image resolution poor was related to procedural conditions as imaging was reported to be suboptimal. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 type tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was placed successfully. After deployment a single leaflet detachment (slda) occurred and the triclip was no longer attached to the septal leaflet. A second triclip was placed successfully to stabilize the first clip. It was noted that there was challenging visualization throughout the procedure. The final tr was grade <1. There were no adverse patient sequela or clinically significant delay reported.